Event description:
It was reported that the patient had a backup battery fault alarm that occurred around 10:00 am on 29may2024. The patient exchanged their system controller. The system controller with the alarm was now the patient's backup. The emergency backup battery (ebb) was exchanged in clinic. Log files contained a series of no external power events while the patient was utilizing the mobile power unit (mpu) on 29may2024. Low voltage hazard events were seen that were the result of slow discharge of the mpu capacitors when they suddenly lost power. Following these no external power events, the log files contained the onset of backup battery fault alarms as well as the pump disconnect from the system controller.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mpu was not returned for analysis; however, log files were submitted for review and data from the reported event date of 29may2024 was reviewed. At 08:29:43 while the patient is connected to the mpu, a loss in alternating current (ac) power occurs activating a low power hazard alarm. The low power hazard alarm clears at 08:29:46 when power to the mpu is restored. This loss in ac power event resulting in a low power hazard alarm occurs several additional times throughout the log file at 09:50:15 and 09:51:01. At 09:46:17 while connected to the mpu, a loss in ac power occurs activating a no external power alarm. The no external power alarm clears at 09:46:24 when power to the mpu is restored. The backup battery provided support to the system during the loss of power events. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, if the patient has the v-lock connector on the ac power cord, and the cause of the no external power event; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mpu were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.